Event description:
A customer reported that on 5th august 2006 they had experienced severe hypoglycemia after injecting insulin based on a reading of 23.9 mmol/l obtained on their freestyle mini meter. The customer had felt dizzy and shaky before losing consciousness. The customer reported that a neighbor poured a sugary drink down her throat to bring her around. There was no third party medical intervention. No comparison tests were performed.

Manufacturer narrative:
Customer returned meter. Returned meter performed in accordance with MFR's instructions for use. Customer's complaint of inaccurate high readings was not duplicated during testing.